Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Tortuous anatomy was noted. The procedure was carried out for short neck indication. It was reported during the index procedure after the aui device was implanted, the device caught on the iliac during removal causing a rupture. It was noted the device was kinked on removal. The area of rupture was relined and the event confirmed as resolved. Per the physician the cause of the event was due to challenging anatomy. No additional clinical sequelae were reported and the patient is fine.